Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (approximately 600 mg/dl). Customer was treated with manual insulin injections while hospitalized, and released on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.